Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A guidant technical services (ts) consultant discussed possible sources for the tones, including that it had reached elective replacement indicator (eri). Ts recommended having the device interrogated so as to determine the battery status. The device was interrogated and found to be at eri. The device was explanted and returned with no allegation.